Event description:
Reporter indicated a vns pt was to have a prophylactic vns generator replacement due to increased seizures. A battery life estimate for the vns revealed approx 0.69 years remaining. Attempts for further info are in progress.